Event description:
It was reported that the patient presented to the emergency room with dizziness. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited low pacing impedance, variable r-wave amplitudes, and oversensed noise which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2022. The patient's status was unknown.